Event description:
According to the reporter: occurred during a laparoscopic hiatal hernia procedure. The suturing device was being used for closing the hernia defect. While synching down on the suture to tie the knot, the suture broke from the needle. The suture fell into the cavity of the patient but was retrieved with a laparoscopic grasper. In order to resolve the issue and complete the case, a new reload was opened and used. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted zero sutures and one needle. From the opened sample, the needle was received without suture and appeared to have disengaged from the suture under tension. It was observed, under magnification, normal needle crimp and swage marks were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.